Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, sample evaluation, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an improperly functioning valve was confirmed but the exact cause was unknown. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The catheter was received with the stiffening stylet inlaid within the device. Microscopic examination of the valve cut was unremarkable and the valve length was measured to be within specification. No potential cause for valve malfunction was observed during microscopic examination. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended. Infusion tests were successful but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. It was unknown if the lubricant applied during manufacture was affected by the clinical procedure. Wiping and/or massaging the valve during the procedure can affect valve function. It should be noted that aspiration is not assured through the stylet flushing adaptor (flush only) and it was unknown if that was potentially a contributing factor in the alleged event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that the proximal valve was unable to be activated. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3248 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal valve was unable to be activated. No other information provided.